Event description:
On (B)(6) 2012, the reporter/diabetes educator contacted animas on behalf of the patient alleging that the pump screen had patches of blank space. There were black patches all over the screen which allegedly caused the numbers and letters to be illegible. The reporter also claimed that due to the display issue, the patient was incorrectly bolusing. The reporter stated that the patient's blood glucose (bg) levels fluctuated up and down from "54 to 500" mg/dl. The reporter concluded that the patient was not bolusing correctly. The patient reportedly informed the reporter that she was not sure if she was bolusing too much or too little since was allegedly guessing what the pump was showing on the screen. The patient claimed that she was unable to read the pump's display safely for approximately 2-4 months. The patient denied that the pump suffered any trauma. During the time of concern, the reporter claimed that the patient had episodes of hypoglycemia and hyperglycemia. During the hypoglycemic events, the reporter indicated that the patient would get shaky. However, the patient's bg would come back up after eating something. During the hyperglycemic events, the reporter mentioned that the patient had frequent urination but would not check for ketones. The reporter denied that the patient developed symptoms of nausea, vomiting, shortness of breath, abdominal cramps, or chest pain. The patient would treat herself by taking more insulin via the pump until her bg would come down. No medical intervention was reported by the reporter. The alleged issue was not resolved with troubleshooting. The pump was to be upgraded by the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms of hyperglycemia and hypoglycemia that can be associated with serious injuries. However, the patient's injuries can be attributed to use-error since the patient continued to use the pump knowing that the display had an issue. The alleged product issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powers on with a dim and reddish display contrast. Investigators were unable to duplicate ¿segment missing¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.